Event description:
A diabetes nurse specialist reported that a pt, who was using innovo insulin doser and mixtard 30/70 penfill 3 ml (dual-acting human insulin) due to type I diabetes mellitus, experienced ketoacidosis and was admitted to the hospital in 2004. The pt purchased the innovo three years ago, used it for a couple of months and then discontinued its use for an unspecified reason. When the pt used the device again recently, pt found that the display on the innovo flashed as pt dialed a dose of 40 units and injected the insulin into the air. No insulin came out of the doser. The pt dialed another 20 units and injected. Into the air and still no insulin came out of the innovo. It was also noted that prior to injection and after holding the doser in place for six seconds following insulin injection, insulin was still dripping from the disposable needle. The pt started using the innovo insulin doser in 2002 after discharge from the hospital following a coronary artery bypass graft. From march 2004 to april 2004 the pt's blood glucose levels increased (27.4) and the pt was admitted to the hospital in 2004 with ketoacidosis. It was stated that the device only delivered insulin intermittently (2 out of 5 times) which caused the pt to experience high blood glucose levels, leading to ketoacidosis. The pt changes the needles (novofine 30g) with each injection and is using the novofine 30g needles. Six days later the pt had recovered completely from the event. It was stated that the pt suffers from a short term memory loss.